Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing (ffos) on the atrial channel, resulting in inappropriate atrial tachy response (atr) mode switches despite prior programming adjustments. During a clinic visit, atrial sensitivity was adjusted as a troubleshooting step; however, the issue was reported to be ongoing, and the cause of ffos was noted as unknown. Technical services (ts) discussed additional programming optimization options and the patient was scheduled to return to clinic for follow-up. This device remains in service. No adverse patient effects were reported.